Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6) initial reporter phone and fax was provided as "(B)(6)".

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. Of the data provided, only the sodium results were discrepant. The initial sodium result was 112 mmol/l and was reported outside the laboratory. The physician did not believe the result and the sample was repeated with a result of 149 mmol/l. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative replaced the gear pump head. However, the customer continued to have issues with the analyzer. Specific information was requested but was not provided. The field service representative checked the analyzer again and found the filling volume from washing station was slightly too high. He readjusted the washing station and reduced the pressure. Upon follow up with the customer, no further issues were reported.